Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with infusion set detachment on 22-jun-2024. The location of site was at left abdomen. The infusion set was in use for two days. No further information was available.